Event description:
It was reported that the patient had a change in therapy effect. It was noted that the patient did not feel they were responding to the therapy as well. It was reported that the patient ¿is personally convinced¿ that there is a catheter problem based on previous problems with catheters. It was noted that the healthcare professional (hcp) will be doing a dye study the day of report. It was reported that the pump was used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-01085 for previous problems with catheters.

Manufacturer narrative:
Concomitant product: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).